Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify failed battery test due to blank display. Pump received with corroded battery tube, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alarm. The customer stated that a battery exploded in the insulin pump and it had battery acid in it that they were trying to clean out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.